Manufacturer narrative:
Device evaluation: one (5) investigation was completed during the period. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality test was performed, and the result was found within specifications. The reported event is confirmed. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no investigations were completed during the period. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 5 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.